Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: broken prostheses.

Event description:
Healthcare professional reported a broken prostheses against an unknown side. Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: black particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
A healthcare professional reported rupture discovered by ultrasound scan and MRI. This record relates to the right side. The device has been explanted and replaced with a non allergan device.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional visual analysis of the photographs identified, rupture: no observed, openings in the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported, rupture. Discovered by ultrasound scan and MRI. This record relates to the right side. The device has been explanted and replaced with a non allergan device.